Manufacturer narrative:
(B)(4). The device was rec'd. Investigation is not complete.

Event description:
Device issue: failure to deflate. Time of device issue: during the procedure. Adverse event: none. It was reported the de novo lesion was located in the mid right coronary artery (rca). A non abbott guide wire was advanced to the lesion and it was pre-dilated with a non abbott balloon catheter. A non abbott stent delivery system (sds) was advanced to the lesion, but it failed to cross. A pilot 50 guide wire was advanced to perform double wire technique, and a shorter non abbott sds was advanced, but it still did not cross the lesion. The 3.5 x 8 mm voyager rx was advanced to the distal rca and the balloon was inflated to approx 5-6 atmosphere (atm) once to use the anchoring technique. A non abbott sds was advanced to the mid rca for the second time and was able to be placed at the lesion. The voyager rx balloon could not be deflated and had to be removed inflated at 5-6 atm and was removed with force while the sds was still placed in the mid rca. The non abbott stent was implanted in the mid rca as planned. There were no adverse pt effects. No add'l info is available.